Manufacturer narrative:
Although this report is for a WATCHMAN Delivery System, we are notifying you of the field action for Product Advisory on the WATCHMAN Access Systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported air embolism occurred. A left atrial appendage closure (LAAC) procedure was being performed. A WATCHMAN FXD Double Access System (WAS) and a 31mm WATCHMAN FLX Pro LAA Closure Device and Delivery System (WDS) was selected for use. During deployment of the 31mm Closure Device, a bubble of air was observed trapped distal to the device within the tip of the chicken wing-shaped left atrial appendage (LAA). The physician elected not to recapture or reposition the device because it satisfied the Position, Anchor, Size, and Seal (PASS) criteria and there was concern that manipulation of the device could allow the trapped air to escape from the appendage. When questioned regarding the potential source of the air, the physician stated that it may have been introduced while obtaining an activated clotting time (ACT) measurement through the device side port. The physician suspected that a small air bubble may have been inadvertently introduced during flushing of the side port. The physician believed the air was successfully contained behind the implanted device and did not pose a risk of harm to the patient. The patient remained hemodynamically stable throughout the procedure, with no changes in vital signs and no clinical complications observed. The patient was discharged the following day in accordance with the standard post-procedure protocol.